Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion. The physician subsequently surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This crt-p is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion. The physician subsequently surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This crt-p was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. It was also noted that the device sensed in the atrial chamber a significant percentage of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.